Event description:
Same case as MDR ID#2134265-2012-03371. It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 70% stenosed target lesion was located in a severely calcified unspecified vessel. A 2.5 x 15mm flextome cb balloon catheter was advanced, but was unable to cross the lesion. The 3.5 x 15mm maverick balloon catheter was inflated to 16atms and ruptured on the first inflation. The deivce was removed intact. The 2.5 x 15mm maverick balloon catheter was inflated to 12 atms and ruptured on the first inflation. The device was removed intact. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).